Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 422 mg/dl. The current blood glucose was 449 mg/dl and latest blood glucose was 329 mg/dl. Customer saw leaks in the reservoir and the fluid was seen under reservoir compartment. Customer reported that her cannula got bent and got high blood glucose. Customer treated for high blood glucose with manual injection and insulin. Yesterday customer¿s blood glucose was within range. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. The blood glucose was 422 mg/dl, 449 mg/dl, 449 mg/dl, 422 mg/dl and 391 mg/dl. Customer advised to check blood glucose every 15 minutes to make sure it is going down. Customer advised to go to the hospital if blood glucose is not going down and if she feels sick. The insulin pump will not be returned for analysis.